Event description:
The pt was implanted with a siltex becker expander/mammary prosthesis subsequently, the pt experienced a rupture of the device, breast pain, asymmetry and wrinkling. The device was removed on 12/15/97.